Manufacturer narrative:
A sample is expected but has not been received yet. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Manufacturer narrative:
One 25ga+ ultravit probe was returned for not working. The aspiration worked but it did not cut. A device history record review for each of the two lots was conducted. According to the device history record reviews, one lot was reprocessed for anomalies that did not contribute to the customer complaint. One lot had no anomalies found based on the device history record review. The product was released based on manufacturer¿s acceptance criteria. The sample was visually inspected using 25x magnification and found to be visually nonconforming. The needle has an obvious bend at the stiffener sleeve. Actuation testing was performed and deemed nonconforming. Actuation testing was retested after disassembly and was deemed conforming. Cut and aspiration testing were performed and deemed conforming. The probe was disassembled and the components inspected. There is approximately 10 minutes of wear on the inner cutter when compared to the cutter wear visual standards. There is no wear at the bend location. The root cause for the actuation failure is due to a bent needle. It appears that sometime during the surgery, the probe needle became bent. The bent needle impeded the action of the inner cutter such that the probe no longer actuated properly. How the needle became bent cannot be determined from this evaluation.

Event description:
A healthcare professional reported that the aspiration probe did not work as it should during a vitrectomy. It did not cut. The vitrectomy probe was replaced and the surgery was completed with no further complications. There was a 3-minute-delay in the surgery but there was no patient harm. Additional information has been requested but not received to date.